Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that the power conversion pc was changed as the gantry fans and the system control lights were cycling on and off even when the image acquisition system (ias) was off and the umbilical cable was disconnected. A system checkout was performed after replacing power conversion. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power conversion has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure when the imaging system was powered off and unplugged from unbilical cable the fans on the atp board would cycle power on and off. There was no patient present at the time of the issue.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.